Manufacturer narrative:
Failure analysis confirmed that the insulin pump was received with no button response due to moisture damage on electronic assembly. Moisture damage was found on motor assembly. No frozen screen, ramping numbers or scrolled bar moving anomaly noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly, moisture damage, and button error alarm. The customer stated the numbers on their keypad were not ramping or scrolling. Customer's blood glucose was 65 mg/dl. The customer states the insulin pump was exposed to water. The down arrow was unresponsive and was unable to check the alarm history. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.